Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 522 mg/dl. Customer advised that since they have been on the insulin pump their blood glucose has been high. Troubleshooting for high blood glucose levels was performed. Customer was advised to check the basal settings as they may be inaccurate. Customer declined and advised that they will be meeting their diabetes trainer and go over the basal settings on the insulin pump with them. Customer will call back to run high pressure test on the device.